Event description:
It was reported that the blanket began to leak during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the blanket began to leak during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was unavailable for return for additional evaluation due to the customer scrapping the unit. The alleged event could not be confirmed. Customer scrapped the unit.